Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059757) in united states on 22-feb-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. The consumer stated that her health had been downhill since essure. She had never been to the doctor so much in her life but over the last 6 years she had been to see a doctor every month plus hospital visits for pain from essure. She also reported high blood pressure, endometriosis, polycystic ovaries, leg cramps, muscle cramps, bowel problems, loss of hair, loss of teeth, insomnia, joint pain, problems remembering things, dry skin, unexplained bruising, numbness in her feet and hands, and blurred vision. Essure had not been removed. She received the following concomitant medication: lorazepam, lisinopril, hydrocodone, potassium, amitriptyline, ibuprofen, and naproxen. The reporter considered the case serious (life threatening, disability/permanent damage, other serious important medical event). A serious injury was mentioned but not specified and/or assigned to any of the events. Follow-up received on 14-mar-2016 no further follow-up will be pursued. Company causality comment:this non medically-confirmed, spontaneous case report refers to a female consumer who had pain from essure (fallopian tube occlusion insert). She had been consulting her doctor every month and also having hospital visits due to the event. This event is listed in essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported 6 years of pain, which started in close association with essure insertion. She also reported endometriosis, which could be an alternative explanation for her pain. However, considering the positive temporal relationship between the event and essure insertion and based on device safety profile; a contributory role of essure cannot be excluded. This case was considered an incident, since according to the consumer's report, medical intervention (several doctor and hospital visits and pain medication) was required for pain's treatment. In addition the non-serious events were reported. A product technical analysis and further information are being sought.

Manufacturer narrative:
Quality safety evaluation received on 15-apr-2016, referring to ptc global number (b)(4: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up received on 27-apr-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had pain from essure (fallopian tube occlusion insert). She had been consulting her doctor every month and also having hospital visits due to the event. This event is listed in essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported 6 years of pain, which started in close association with essure insertion. She also reported endometriosis, which could be an alternative explanation for her pain. However, considering the positive temporal relationship between the event and essure insertion and based on device safety profile; a contributory role of essure cannot be excluded. This case was considered an incident, since according to the consumer's report, medical intervention (several doctor and hospital visits and pain medication) was required for pain's treatment. In addition the non-serious events were reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information could not be obtained despite follow up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.